Event description:
It was reported that stent dislodgement occurred. A 16 x 3.50mm rebel stent was advanced but was unable to cross the lesion. The device was withdrawn into the non bsc guide catheter however, the stent was dislodged from the stent delivery system balloon. A small balloon catheter was advanced to move the detached stent to the radial artery however, the stent was unable to be removed from the radial artery. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).